Event description:
Pt at home with left ventricular assist device vad heard grinding sound and developed palpitations. A red heart alarm was noted. He was brought immediately to the ed and admitted. When connected to the power base unit, the staff noted scrambled numbers for the vad values. He was brought to the or and underwent exchange of the device.